Manufacturer narrative:
(B)(4). Dil cath: sprinter, 2.5x12, 3.0x12 voyager nc. Guide wire: bmw; inflation: medtronic; guide cath: cordis. There was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that following pre-dilatation, the 3.0 x 23 mm xience v stent was deployed at 14 atm in the mid right coronary artery. Post deployment was performed with a 3.0 x 12 voyager nc at 9 atm at which time an edge dissection was observed at the distal end of the stent. A 2.75 x18 mm stent was implanted to cover the dissection. There was no adverse sequela. The final outcome was good timi flow. No additional information was provided.